Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal; "). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal genital bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues").essure was removed on 26-oct-2023. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. He011rf-not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] endometritis [endometritis] abnormal genital bleeding [genital bleeding] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems; [urinary tract disorder] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal; [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] bloating [bloating] menorrhagia [menorrhagia] cystitis [cystitis] abdominal pain [abdominal pain] back pain [back pain] endometriosis [endometriosis] essure implant can't be seen [device dislocation] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), endometritis ("endometritis"), genital haemorrhage ("abnormal genital bleeding") and pelvic pain ("pain, including chronic pain") in a 36 year-old female patient who had essure inserted (lot no. He011rf) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal; "). The patient had a medical history of tonsillectomy in 2004 and vaginal discharge, light periods, stinging, breast lump, breast pain, smoker, alcohol use, cesarean section and parity 3 (patient has 3 children aged 10 (twins) and 7. Her first pregnancy resulted in c section). Previously administered products included: aciclovir, microgynon, desogestrel, depo provera, mirena, ulipristal, lidocaine, microgynon, oral contraceptive nos, nitrofurantoin, microgynon and trimethoprim. Concurrent conditions were listed as endometriosis, vitamin d deficiency, rash, heavy periods, bloating, uti, bladder pain, ear infection, ear pain, dysmenorrhea, menorrhagia, breast tenderness, endometriosis and abnormal uterine bleeding. Concomitant products included fusidic acid and betamethasone valerate (betamethasone valerate, fusidic acid), clotrimazole and medroxyprogesterone (medroxyprogesterone acetate). On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), endometritis (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), device migration ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder (" psychological issues"), abdominal distension ("bloating"), heavy menstrual bleeding ("menorrhagia"), cystitis ("cystitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis") and device dislocation ("essure implant cant be seen"). The patient was treated with mefenamic acid, tranexamic acid and nitrofurantoin as well as surgery (laparoscopic total hysterectomy, bilateral salpingectomy with ovarian conservation and endometrial ablation). Essure was removed on (B)(6) 2023. At the time of the report, the device dislocation had resolved. The outcomes for uterine perforation, perforation, device breakage, endometritis, genital haemorrhage, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder, abdominal distension, heavy menstrual bleeding, cystitis, abdominal pain, back pain and endometriosis were unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device breakage, device migration, device dislocation, device intolerance, dyspareunia, endometriosis, endometritis, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: essure device inserted bilaterally. 3-4 coil each per side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2022: hysteroscope: 3.7 mm, _(as written) uterine shape: abnormal ¿ tubular cavity cervical canal: normal ¿ both ostia not seen cavity length: seen endometrial appearance: normal biopsy: yes cavity length: 8 lengths comment: both ostia not seen essure implant not seen. Can be difficult to remove essure plant [pathology test] on (B)(6) 2020: clinical detail: heavy periods for endometrial ablation macroscopic description: moderate curettings. Histology: microscopy shows late secretory phase endometrium with no significant histological abnormalities; on (B)(6) 2023: specimen type: uterus, tubes + cervix peritoneal biopsy left pelvic side wall clinical details: tlh + bilateral salpingectomy for chronic pelvic pain. Essure device in both tubes (hysteroscopic sterilization) uterus with attached fallopian tubes measuring 90mm fundus to os x 55mm transversely x 40mm anterior to posterior. Left fallopian tube: 75 x 7mm; fimbriae normal. Right fallopian tube: 40 x 4mm; fimbriae absent. Cervix appears normal. Os transverse 10mm. Posterior/fundal serosal surface normal. Some adhesions present on anterior serosal surface. Metal wire present in the lumen of both fallopian tubes. On slicing the uterus endometrium is approximately 3mm, myometrium up co 17mm, myometrium slightly ropey. Dilated blood vessels present in anterior myometrium just deep to the serosa. One piece of tissue measuring up to 8mm. Microscopy: the fimbrial end and representative cross sections of the left fallopian tube have normal appearances with no evidence atypia or malignancy. Representative transverse sections of the right fallopian tube (shorter than the left and missing fimbria) have normal appearances with no evidence of atypia or malignancy. Representative sections of the cervix have normal appearances with no evidence of cin, cgin or malignancy diagnosis: uterus, tubes and cervix - inactive endometrium - benign leiomyoma left pelvic side wall, peritoneal biopsy [pregnancy test] on (B)(6) 2017: negative [ultrasound pelvis] on (B)(6) 2021: normal sized anteverted uterus with a homogeneous myometrial echotexture. Both coils visible at the cornua. The endometrium measures approximately 10 mm consistent with the stage of the cycle. Normal appearances of both ovaries. No adnexal masses or free fluid seen. Normal appearances of both kidneys and the urinary bladder which emptied to a normal post micturition volume [ultrasound scan vagina] on (B)(6) 2017: a transvaginal ultrasound scan has confirmed bilateral tubal occlusion. Therefore, she has been discharged as sterilization is confirmed. Normal slightly retroflexed uterus. Maximum endometrial thickness= 13 mm. Both the right and the left essure devices are present and appear normally placed crossing the myometrium at the cornua. Normal appearance of both ovaries. No free fluid or adnexal mass detected. Scan findings - tvs with consent, no, latex allergy. Chaperone offered but declined. Normal slightly retroflexed uterus. Maximum endometrial thickness = 13 mm. Both the right and the left essure devices are present and appear normally placed crossing the myometrium at the cornua. Normal appearance of both ovaries. No free fluid or adnexal mass detected batch no. He011rf, manufacture date:2016-02 expiration date: 2019-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-oct-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] endometritis [endometritis] abnormal genital bleeding [genital bleeding] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems; [urinary tract disorder] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal; [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] bloating [bloating] menorrhagia [menorrhagia] cystitis [cystitis] abdominal pain [abdominal pain] back pain [back pain] endometriosis [endometriosis] essure implant can't be seen [device dislocation] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), endometritis ("endometritis"), genital haemorrhage ("abnormal genital bleeding") and pelvic pain ("pain, including chronic pain") in a 36 year-old female patient who had essure inserted (lot no. He011rf) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal; "). The patient had a medical history of tonsillectomy in 2004 and vaginal discharge, light periods, stinging, breast lump, breast pain, smoker, alcohol use, cesarean section and parity 3 (patient has 3 children aged 10 (twins) and 7. Her first pregnancy resulted in c section). Previously administered products included: aciclovir, microgynon, desogestrel, depo provera, mirena, ulipristal, lidocaine, microgynon, oral contraceptive nos, nitrofurantoin, microgynon and trimethoprim. Concurrent conditions were listed as endometriosis, vitamin d deficiency, rash, heavy periods, bloating, uti, bladder pain, ear infection, ear pain, dysmenorrhea, menorrhagia, breast tenderness, endometriosis and abnormal uterine bleeding. Concomitant products included fusidic acid and betamethasone valerate (betamethasone valerate, fusidic acid), clotrimazole and medroxyprogesterone (medroxyprogesterone acetate). On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), endometritis (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), device migration ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder (" psychological issues"), abdominal distension ("bloating"), heavy menstrual bleeding ("menorrhagia"), cystitis ("cystitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis") and device dislocation ("essure implant cant be seen"). The patient was treated with mefenamic acid, tranexamic acid and nitrofurantoin as well as surgery (laparoscopic total hysterectomy, bilateral salpingectomy with ovarian conservation and endometrial ablation). Essure was removed on (B)(6) 2023. At the time of the report, the device dislocation had resolved. The outcomes for uterine perforation, perforation, device breakage, endometritis, genital haemorrhage, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder, abdominal distension, heavy menstrual bleeding, cystitis, abdominal pain, back pain and endometriosis were unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, cystitis, device breakage, device migration, device dislocation, device intolerance, dyspareunia, endometriosis, endometritis, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: essure device inserted bilaterally. 3-4 coil each per side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2022: hysteroscope: 3.7 mm, _(as written) uterine shape: abnormal ¿ tubular cavity cervical canal: normal ¿ both ostia not seen cavity length: seen endometrial appearance: normal biopsy: yes cavity length: 8 lengths comment: both ostia not seen essure implant not seen. Can be difficult to remove essure plant [pathology test] on (B)(6) 2020: clinical detail: heavy periods for endometrial ablation macroscopic description: moderate curet tings. Histology: microscopy shows late secretory phase endometrium with no significant histological abnormalities; on (B)(6) 2023: specimen type: uterus, tubes + cervix peritoneal biopsy left pelvic side wall clinical details: tlh + bilateral salpingectomy for chronic pelvic pain. Essure device in both tubes (hysteroscopic sterilization) uterus with attached fallopian tubes measuring 90mm fundus to os x 55mm transversely x 40mm anterior to posterior. Left fallopian tube: 75 x 7mm; fimbriae normal . Right fallopian tube: 40 x 4mm; fimbriae absent. Cervix appears normal. Os transverse 10mm. Posterior/fundal serosal surface normal. Some adhesions present on anterior serosal surface. Metal wire present in the lumen of both fallopian tubes. On slicing the uterus endometrium is approximately 3mm, myometrium up co 17mm, myometrium slightly ropey. Dilated blood vessels present in anterior myometrium just deep to the serosa. One piece of tissue measuring up to 8mm. Microscopy: the fimbrial end and representative cross sections of the left fallopian tube have normal appearances with no evidence atypia or malignancy. Representative transverse sections of the right fallopian tube (shorter than the left and missing fimbria) have normal appearances with no evidence of atypia or malignancy. Representative sections of the cervix have normal appearances with no evidence of cin , cgin or malignancy diagnosis: uterus, tubes and cervix - inactive endometrium - benign leiomyoma left pelvic side wall, peritoneal biopsy [pregnancy test] on (B)(6) 2017: negative [ultrasound pelvis] on (B)(6) 2021: normal sized anteverted uterus with a homogeneous myometrial echotexture. Both coils visible at the cornua. The endometrium measures approximately 10 mm consistent with the stage of the cycle. Normal appearances of both ovaries. No adnexal masses or free fluid seen. Normal appearances of both kidneys and the urinary bladder which emptied to a normal post micturition volume [ultrasound scan vagina] on (B)(6) 2017: a transvaginal ultrasound scan has confirmed bilateral tubal occlusion. Therefore, she has been discharged as sterilization is confirmed. Normal slightly retroflexed uterus. Maximum endometrial thickness= 13 mm. Both the right and the left essure devices are present and appear normally placed crossing the myometrium at the cornua. Normal appearance of both ovaries. No free fluid or adnexal mass detected. Scan findings - tvs with consent, no, latex allergy. Chaperone offered but declined. Normal slightly retroflexed uterus. Maximum endometrial thickness = 13 mm. Both the right and the left essure devices are present and appear normally placed crossing the myometrium at the cornua. Normal appearance of both ovaries. No free fluid or adnexal mass detected he011rf-not valid. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events device dislocation, endometritis, endometriosis, bloating, back pain, abdominal pain, cystitis & heavy menses were added. Lot number added. Medical history, concomitant drugs were added. Lab data updated. New reporters were added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 36 year-old female patient who had essure inserted (lot no. He011rf) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal; "). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), genital haemorrhage ("abnormal genital bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems; "), bladder disorder (" device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems; "), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain (" pain, including chronic pain"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with to remove essure. Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 36 year-old female patient who had essure inserted (lot no. Naac7rr) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal; "). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), genital haemorrhage ("abnormal genital bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain (" pain, including chronic pain"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues").essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. He011rf-not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 36 year-old female patient who had essure inserted (lot no. He011rf) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal;'). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal genital bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. He011rf-not valid. The most recent follow-up information incorporated above includes data received on: 24-may-2024: essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal genital bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. He011rf-not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.